Event description:
Patient reported "breast infection, pain, and redness". Patient additionally reported "lupus, tired/sluggish, and "weight gain" these events are not related to the device. Later patient reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/20219. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results from legacy record: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of february 2017 through january 2019, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection-late onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, infection-late onset.